Event description:
Info received indicates the bed continues to move when the brakes are engaged.

Manufacturer narrative:
The tech isolated the issue to the casters. He replaced all four casters to repair the bed.